Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue.the customer received a replaced device and this one was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.